Event description:
Patient had foley catheter placed the day prior in the operating room (or). When rn went to remove the foley, she first attempted to deflate the balloon; she used a syringe attached to the balloon port and completely deflated the balloon until no more fluid came into the syringe. When she pulled on the catheter to remove it, she met resistance. She summoned the charge rn and together they pulled out the catheter, which when looking at it, had not been completely deflated. The patient experienced pain and bleeding. Additionally, md ordered a urology consult for the patient and he stayed in the hospital an extra day due to this.